Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. .

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, one eye image of the high-resolution stereo viewer (hrsv) of one of surgeon side consoles (sscs) was lost. The site received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Before the phone call, site had power cycled the system and reseated the blue fiber cable, but the issue was not resolved. Tse found error 23 in the logs indicating a communication issue. Tse had site power cycle the system and reseat the blue fiber cable again, but the issue persisted. Site switched the right and left vision by using vision side cart (vsc) monitor, but the issue was not resolved. The surgeon elected to use the second ssc to continue with the procedure. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The pmsc (personality module surgeon console) was analyzed, and failure analysis could not replicate nor confirm the reported issue. Logs review shows no data to indicate that the fault had occurred in the field. Visual inspection found no issues related to the reported issue. The pmsc was installed onto a golden system where the component functioned as expected. Further testing was performed on the golden system, and once the testing was completed, the system error logs were inspected, but no error could be identified. The probable root cause cannot be determined based on the information provided and failure analysis results as the reported event was not confirmed as failure analysis investigations and in-house testing of the returned product revealed no product issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.